Event description:
An ophthalmologist reported that following 4-5 different intraocular lens (iol) implant procedures, the patients developed nonbacterial inflammation requiring a vitrectomy and an anterior chamber irrigation. The lenses remain implanted. Additional information was requested, however, the reporter declined to provide further details.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lenses remain implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested, however, no further information is expected. (B)(4).